Event description:
It was reported that all three components of the inflatable penile prosthesis (ipp) were explanted and replaced due to fluid loss. It was also noted that the ipp was no longer inflating. The patient was described as having no issues following the surgery. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.